Event description:
In 2009, the lay user/pt contacted lifescan (lfs) to report the one touch ultra 2 meter was giving inaccurately erratic readings. The sr. Medical surveillance specialist was in 2009, at 4:00 the pt obtained the blood glucose readings of 400 mg/dl and 128 mg/dl on the reported meter within a few minutes of each other. Based on the 400 mg/dl reading, the pt took eight units novolog insulin. One hour later, the pt experienced the symptom of sweating. While symptomatic, the pt obtained the blood glucose reading of 58 mg/dl, using a second meter. The pt contacted her healthcare professional for assistance/advice. The pt administered self-treatment by consuming glucose tablets. Troubleshooting revealed the pt's testing technique was correct, the test strips were in good condition and the meter was programmed for the correct unit of measure. The meter, test strips and control solution were replaced. The pt allegedly suffered symptoms suggesting severe hypoglycemia after she took insulin based on an elevated reading obtained using the reported meter, and received treatment with glucose to alleviate those symptoms. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.